Event description:
Nurse was using a vacuette quickshield to draw lab work on a pt. The quickshield cover did not work correctly causing employee to stick her finger and have an exposure to a pt. This was discovered today upon employee incident report review. Diagnosis or reason for use: was using vacuette quickshield to perform phelbotomy.